Event description:
It was reported that 48 months after the implantation the lead was explanted due to oversensing.

Manufacturer narrative:
The returned lead had been capped about 12.5 cm distal of the is-1 connector pin and was only available in fragments. A distal and a proximal fragment of the lead with an overall length of about 62 cm were returned for analysis. About 3 cm of the lead body were not returned for analysis. An explantation instrument set was stuck in the distal fragment.the returned fragments were examined visually, mechanically, and electrically. The visual inspection showed cuts and a deformed fixation screw. The analysis showed that the cause of these damages was probably the explantation. Ina addition, signs of abrasion were visible at the lead body. The insulation was intact.the measurement of the direct-current resistances of the electrical conductors proved to be inconspicuous.the analysis of the available fragments did not show any other deviations that could be related to the clinical complaint.the manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly.in summary, there were no indications of a material defect or manufacturing error.